Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012; inratio: 2.5; lab: 9.2. Time between testing was minutes. Pt has blood in the urine; nurse decided to do a lab draw immediately after the inratio test.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio meter: 2.5; ref: 9.2; mean: 5.85; confidence limits: n/a. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. No product associated with the complaint was expected to be returned. Retain strip testing conducted on 02/29/2012 with lot # 271134 met accuracy criteria. Test results are as follows: donor 188 = 1.7, 1.6, 1.8 inr; donor 189 = 3.5, 3.4, 3.6 inr. All replicates are within the allowable bias (+ or -1.0) of reference results for donor 188 (1.71 inr) and donor 189 (3.65 inr). No further investigation will be pursued at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined. No product was expected to be returned. With retain strips, in-house therapeutic sample testing met accuracy criteria. (B)(4). This failure mode will continue to be monitored. Corrective action is not required at this time as no product deficiency was established.